Event description:
It was reported that the patient experienced worsening constipation. It was noted that it was an ongoing event. It was noted that the subject was admitted to the hospital for further evaluation. It was noted that there was no other information available. It was noted that the patient had a pre-existing condition that was worsened or exacerbated. It was noted that the patient experienced sever constipation with some abdominal discomfort. It was noted that the patient was unable to pass stool and was passing white mucus like discharge with bowel movement. It was noted that it resulted in in-patient hospitalization. Additional information received reported that the patient outcome was resolved without sequelae on (B)(6) 2014. Additional information received reported that the event was ongoing. It was noted that the patient had an elective colonoscopy. It was noted that the subject was admitted to the hospital for further evaluation due to complications.

Event description:
Additional information reported there were no lab, urine culture, or x-ray findings.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v572182, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had constipation with lower abdominal pain that was worsening. The patient was to start miralax but they did not. The patient increased fluid intake and dietary fiber. Event was still ongoing.